Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the open gastrectomy procedure, anastomoses was not proper. The stapling load previously used had created a malformed stapling line wherein the staples were not (properly) closed, during the first surgery. The source of bleeding was the stapling line in the stomach anastomosis. There was an internal bleeding, tissue damage and unanticipated tissue loss reported. Second surgery (gastrectomy) was done to fix bleeding the event lead to longer hospitalization.